Event description:
Additional information: follow-up information indicated that the indication for use was spasticity. The company representative was not sure of the patient's underlying condition. However, it was thought that it was most likely cerebral palsy and indicated not remembering there being any unusual diagnosis.

Event description:
It was reported the patient had good relief of symptoms for three weeks post implant, but then had a gradual return of dystonia and quadriplegic spasticity. A dye study was attempted, but the healthcare provider (hcp) was unable to aspirate the catheter so they did not proceed. The catheter tip was visualized on computed tomography (CT) at t1 on (B)(6) 2013. On (B)(6) 2013, the patient underwent surgery and the pump pocket was opened and the catheter was disconnected from the pump. The hcp was unable to aspirate from the pump connector, so the connector tubing was cut from the spinal segment and aspiration again was attempted with no success. The patient¿s back wound was opened and the anchor was removed from the catheter. The catheter was pulled slowly out of spine while aspiration was attempted through the distal catheter. Once approximately ten centimeters (cm) was out of the spine, the hcp was able to slowly aspirate from the catheter, but free flow was not obtained. The decision was made to replace the catheter. Once the catheter was replaced, free flow of cerebrospinal fluid (csf) was obtained. It was noted the catheter explanted on (B)(6) 2013 was removed due to an occlusion. Regarding patient status, there was no patient injury. Additional information received reported the patient was doing really well and the therapy was effective once again. The pump was being used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8780, lot # 0206011979, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). The previously observed tear in the seal near the guide ring was not considered significant and did not affect in vivo device function.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Analysis of the returned catheter/scconnector revealed a tear in seal near guide ring.